Event description:
On (B) (6) 2009, the patient reported that she received an e1 (cartridge empty) on her infusion device and the insulin cartridge is not empty. She inserted a new battery into the infusion device and e5 (technical inspection due) was displayed followed by an e1 while attempting to prime. She stated that the "e" appeared to be fragmented. She stated that she would change the insulin cartridge and battery. Upon follow up on (B) (6) 2009, the patient stated that she inserted a new battery into the infusion device and the display was still partial. She stated, there were no black spots on the display and it was not cracked. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.